Event description:
The facility's biomedical technician reported a colleague infusion pump that had an 814:04 failure code. The reported condition was identified during patient therapy. Patient therapy was interrupted but the facility continued with another pump. There was not an adverse event, patient injury or medical intervention associated with this report. The uim (user interface module) is 5.09.90, categorized as colleague 2006. There is no additional information available.

Manufacturer narrative:
(B) (4)the pump was received and evaluated by baxter. The reported condition was confirmed but nor reproduced. The assignable cause was that there was a defective ail pcb (air in line printed circuit board). The ail pcb was replaced and recalibrated.